Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was given glucose tablets to treat. The customer attributed the low to food. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Correct information has been received which was not included with the initial report. The correct information has been provided with this report.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was given glucose tablets to treat. The customer also had high blood glucose and customer attributed the high to food. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08725 inches. Insulin pump received with cracked case at reservoir tube window corners, reservoir tube window and battery tube threads. Insulin pump was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The sensor feature working properly. Insulin pump received with minor scratched display window and case. Insulin pump received with stained end cap sticker and back address serial number label.